Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guiding catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that resistance was noted with the septum and suspected to have contributed to a large atrial septal defect (asd), resulting in a serious injury, requiring prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was difficult. The steerable guiding catheter (sgc) was advanced, in an anterior position. The clip delivery system (cds) was advanced; however, it was difficult holding the sgc position due to the anatomy. Grasping was attempted, but only one leaflet could be grasped. The sgc was slightly retracted; however, the access was lost. The sgc was in the right atrium (ra) and the cds stayed in the left atrium (la). The sgc was re-advanced, but resistance was noted with the septum and the sgc could not cross. While advancing, the entire system jumped. The sgc was pointing up against the atrial wall on the ra side and the clip arms were against the septum on the la side. The clip arms were opened and the handle was advanced, but the grippers were stuck on the inter-atrial septum. Troubleshooting was performed for 45 minutes. The sgc was advanced and the clip became freed. The cds was then removed and the procedure was aborted. The patient remained hospitalized for re-assessment. One day post-procedure, a large atrial septal defect (asd) was noted and suspected to be due to the sgc and the grippers. The patient remained stable and will be brought back in 30 days for an additional mitraclip procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported failure to advance through the septum and physical resistance with the anatomy were unable to be tested as they related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of atrial septal defect (asd) requiring intervention, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported failure to advance through the septum and physical resistance with the anatomy, likely resulting in the identified tears in the soft tip, appear to be related to patient morphology/pathology and procedural conditions. The reported patient effect of atrial perforation appears to be related to operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.